Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt therapy electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non functional) was confirmed. The cause for the failure was isolated to corrosion located in the rear #1 and rear #2 therapy electrodes. The root cause for the corrosion could not be positively identified, but was likely ingress of an unk liquid. No adverse event resulted from the defective electrode belt.